Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for two pt samples when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed using another analyzer, and access 2 immunoassay system. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 2 of 2 events reported by this customer. An MDR was filled for each of the two pts.

Manufacturer narrative:
Samples were collected in lithium heparin plasma separation tubes. Prior to the erroneous results all three levels of quality control (qc) were within specifications. Qc was performed after the erroneous results. Level 1 and 2 were out high and level 3 was within limits. The customer then tried to calibrate accutni, which failed. On (B)(4) 2009, the field service engineer evaluated the analyzer. Identified disconnected dispense probe tubing. Wash buffer spilled onto the wash carousel, the incubator track and the luminometer. Cleaned the spill and replaced the outer bearings of the wash carousel. A system check was performed and failed. Replaced the luminometer. System check and high sensitivity system check both passed. Repairs were performed per established procedures and results met published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MFR is 2122870-2011-04503.